Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with chest pain. CT scan showed pericardial effusion.

Event description:
New information notes that the patient was discharged home after the effusion was observed. No further action was required for the effusion.